Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump touch screen fell and the touch screen became shattered. Additionally, the pump touch screen became unresponsive on the upper right hand corner of the touch screen and on the third selection of the lock screen. The touch screen. Customer's blood glucose was 140 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.